Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2013 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2013. Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 15605042; model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing overstimulation. It was also reported that stimulation would turn on by itself. The patient underwent an explant procedure.